Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the loop broke inside the patient. But the surgeon managed to retrieve the broken part successfully." It was confirmed that the procedure was completed successfully with a prolongation of less than 15 minutes and there were no adverse consequences. No negative impact in state of health reported.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: during the investigation of the concerned bipolar electrode it was found that the active electrode is broken at the exit of the yellow insulation. It could be observed that the broken surface shows a ductile appearance. As the broken surface shows a ductile appearance which is the sign for a break by force, it is concluded that most likely the electrode got exposed to excessive force during application. The corresponding instructions for use of the product include the following safety-relevant warning: warning: risk of injury: overloading the instrument by exerting too much force may cause the medical device to break, bend, and malfunction, and consequently injure the patient or user. Do not overload the instruments. Do not bend bent instruments back to their original position. The event is filed under internal karl storz complaint ID: (B)(4).